Manufacturer narrative:
Report source: corrected data: initial report inadvertently did not check health professional.

Event description:
Information was received from the physician's office that the device was working as expected and that the device had recently been adjusted.

Manufacturer narrative:
Corrected data: follow up report #1 was inadvertently not changed to adverse event based upon information received. Outcomes attributed to adverse event (check all that apply), corrected data: other serious: follow up report #1 was inadvertently not changed to adverse event based upon information received. Describe event or problem, corrected data: follow up report #1 was inadvertently did not include information received from the physician¿s office. Event problem cds (refer to coding manual): follow up report #1 inadvertently was not changed for the information received from the physician¿s office. Follow up report #1 was inadvertently not changed to adverse event based upon information received.

Event description:
It was reported that the patient's device was checked, found to be working as expected, and was adjusted during the visit. Since the patient's device was found to be working as expected, the patient may have been having an unspecified adverse event.

Event description:
It was reported that the device did not work. No additional relevant information has been received to date.